Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was actively navigating with microscope but lost communication during case. User re-connected both cables with no change. She noticed that a couple of pins were missing from the bracket connector. User also removed the tool card and cables and re-connected them with no resolution. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.